Event description:
Prior to a percutaneous coronary intervention, pacemaker was interrogated. Rest rate value at 50min-1 was highlighted in yellow on the programmer screen. Then a report was printed out displaying a rest rate at 70min-1, unexpectedly higher than the basic rate programmed at 50min-1.

Event description:
Prior to a percutaneous coronary intervention, pacemaker was interrogated. Rest rate value at 50min-1 was highlighted in yellow on the programmer screen. Then a report was printed out displaying a rest rate at 70min-1, unexpectedly higher than the basic rate programmed at 50min-1.